Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "insufficient water removal from the nozzle" was presumed to have been due to foreign material that remained in the nozzle. The suggested phenomenon of "foreign material was in the nozzle "was confirmed as organic silicon and silicic acid, carboxylate salt or hydroxide (iron rust), protein - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed. The cause of the remaining foreign material was presumed to have been due to reprocessing steps that deviated from the instructions for use. It is suggested that the user facility review the method of reprocessing and handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that they were experiencing air/water leakage. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: evidence of insufficient cleaning. This report is being submitted for the malfunction found during evaluation (insufficient cleaning).

Manufacturer narrative:
UDI not available; device not distributed in us. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: foreign matter was found in the nozzle. Testing and inspection also found: the customer¿s complaint (air/water leakage) was not confirmed. In addition, the adhesive on the bending section cover had a crack. Due to clogging of the nozzle, water removal did not meet the standard value. The image guide protector and connector cover had a scratch. The connecting tube had a cut due to handling issues. The user completed a survey stating reprocessing steps are performed according to the instructions for use. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.